Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was ¿turned off¿ due to a lead issue. Several years later the ICD triggered an audible alert for a charge circuit timeout. The ICD remains inactive/implanted. No patient complications have been reported as a result of this event.